Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned, non-emergency treatment. The procedure was delayed as the system's stand movements were partly unavailable, requiring manual intervention to complete the procedure. The fse observed an alert indicating limitations in stand movements, specifically noting that "some stand movements cannot be performed." This was traced to the longitudinal geometry drive being unavailable. The fse found a leakage of lubricating grease near the motor bearing area. This likely caused the longitudinal drive to slip, impairing the system's ability to perform certain movements. To resolve the issue, the fse cleaned the ceiling rail, and the longitudinal drive power was readjusted to restore proper function. After these corrective measures, the system returned to normal operation. The codes were updated based on the investigation outcome. Health impact and evaluation method code's were corrected.

Event description:
It was reported to philips that the system gave an alert indicating stand movements were partly available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.